Event description:
On (B)(6) 2011, 0429, pt admitted with stemi, 1 hr. Of chest pain, for emergent cath/pci. Lad proximal to mid totally occluded. Dilated with 2.5x15 apex. The 2.75x28 promus element plus mr deployed. Thrombectomy performed. Post dilated with 3.0x15 nc quantum apex. Medications including asa, angiomax, and plavix. Post procedure, pt developed chest pain and elevations. Returned emergently to cath lab at 1323. Films reveal subacute thrombosis of previously placed stent in proximal to mid lad. Thrombectomy performed, and dilated with 3.0x15 nc quantum apex otw. Films reveal 0% residual stenosis and timi iii flow. Integrilin bolus and drip, and prasugrel in addition to previous medications. Pt discharged (B)(6) 2011 on medications including asa, and prasugrel.